Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that autopulse platform turns off during defibrillation and will not stay in continuous mode. It is unknown whether there was patient involvement. No other information was provided.